Event description:
The hcp felt resistance while pulling the tunneling rod from the subclavicular area with the extension carrying tip in place. The carrier tip snapped in the right lateral area of the patient's neck, compromising the extension. The hcp had to make an extra incision in the neck to remove the broken carrier tip. A new extension was tunneled without using the carrier tip and was tunneled through the lumen of the passer to avoid any other damage to the extension.

Manufacturer narrative:
The extension and extension passer have returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. See scanned pages.